Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4). Device was discarded.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 119 mg/dl (nano), system 1 and 272 mg/dl (compact plus), system 2. Customer had no symptoms. No actions taken except to retest. No death or serious injury reported. Drum was discarded. Replacement was sent.